Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serous injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended an returned to service.